Event description:
It was alleged by an end user that the power supply associated with her continuous positive airway pressure (CPAP) device experienced a thermal event. There was no patient harm or injury reported. The manufacturer advised the end user to discontinue use of the CPAP and power supply, and has made numerous requests for the return of the device and accessories for evaluation. The serial number of the CPAP has not been confirmed. The alleged event was reported by the end user to the manufacturer approximately two months after it occurred. To date, no product has been returned. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer has made numerous attempts to gather further information and requested the ability to evaluate the device allegedly involved in this reported event. No further information has been received, and no product has been returned for investigation. No serial number has been provided. The CPAP device and power supply meet all relevant iec and ul standards for flammability. Based on the available information, the manufacturer is unable to confirm the allegation of a thermal event to the power supply, and concludes that no further action is required. If further information is received, the manufacturer will investigate and act appropriately.